Event description:
It was reported that during a total laparoscopic hysterectomy procedure, there was pneumo leakage from the port, whenever an instrument was removed. When the instrument was inside the trocar, it was fine but once removed it leaked. The event occurred halfway through the procedure. They were able to complete the procedure with the same trocar. No patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Please describe the noise. Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes, no. What was the gas consumption rate or volume (liter/minute)? (B)(4). Were you able to identify where the leak was coming from? Port. Was a device inserted in the trocar during the leaking? If so, what device? Yes, ultrasonic, grasper. Was any torque being applied to the trocar or device? Unk.